Manufacturer narrative:
The customer reported, that they were not receiving any volume from any part of their vm6 monitor. A philips response center (rc) representative ordered a replacement monitor to be shipped to the customer. The replacement monitor is in use at the customer site. The failed monitor had been returned to philips and tested. The cause of the loss of audio was a speaker malfunction.

Event description:
The customer claimed they could not get any volume.